Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using provided pre-paid label.